Event description:
Reporter indicated a low lead impedance reading was obtained during diagnostics testing at a vns initial implant surgery. It is not known which diagnostics test caused the low lead impedance. Further diagnostics testing in the surgery was normal and the patient was successfully implanted. Attempts to obtain programming history for the implant surgery have been unsuccessful to date.